Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a mid-urethral sling procedure. The procedure was reported in 2009. According to the complainant, the physician perforated the bowel during the procedure. The patient returned to the physician one week after the procedure an presented with abdominal pain. The physician prescribed antibiotics. The patient went to the emergency room two weeks after the procedure and was referred to a general surgeon. The surgeon diagnosed the patient with a bowel obstruction and cut out a small piece of mesh. The surgery was completed successfully without further complications.

Manufacturer narrative:
The lot number is not know; therefore, the device manufacture date and expiration date can not be determined. Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information a supplemental medwatch will be filed.